Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. Per the customer's obituary (located via an online search), the customer had suffered from cystic fibrosis for the past 30 years. Although it was implied in the obituary that the cause of death was due to cystic fibrosis, the cause of death could not be confirmed. The customer's health care provider (hcp) did not have any additional information and could not confirm the cause of death. It is unknown if the customer was using the pump at the time of death.